Event description:
Device has generated an "end of temporary basal rate" error on or around 3 am for the past 30 days, and patient does not know why because patient did not program a temporary basal rate. Patient's blood glucose was not affected, and no treatment was received.